Event description:
Same case as: 2134265-2009-03580. It was reported that during a coronary artery stenting treatment procedure, balloon rupture occurred. The target lesion being treated was calcified and moderately tortuous. The anatomy location is unknown. The physician initially predilated the lesion with a 8x2.5mm quantum maverick monorail balloon catheter. The balloon was inflated at 12 atms on the 1st inflation. During the 2nd inflation, the balloon ruptured at 20 atms. The physician changed the balloon to another 8x 2.5mm quantum maverick monorail balloon which ruptured at 16 atms. The procedure was successfully completed with a plain old balloon angioplasty (poba). No patient injuries or complications were reported. Patient condition listed as "good."

Manufacturer narrative:
(B) (4).